Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The image blinked when the cable was shaken. The investigation was unable to determine the cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported the camera head had a splash screen, there's a little snowflake. The issue occurred during cleaning and disinfection for an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.